Manufacturer narrative:
The device was inspected on 1st june 2018. Result: torque screw pin pressure deviation (too low). As the device was out of specification, it generally cannot be excluded that the device has contributed to the event. We suspect that wrong cleaning & reprocessing might have contributed to the pin pressure deviation. Product is 2 years 11 months old. Product has never been inspected at our facility.

Event description:
On (B)(6) 2018 the hospital stated: skull clamp slipped prior to surgery and prior to being attached to base unit. Made adjustments. Surgery was performed. They does not feel it was an issue with the clamp. Later they provided further information: radiolucent skull clamp slipped from position on head during patient positioning causing 3 cm superficial laceration.